Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a21 alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a unexpected restart. A cold reset was performed error. The customer¿s blood glucose was 90 mg/dl. Troubleshooting steps were provided for pump error. Customer states that no pump error recurring during normal pump use. The insulin pump will be returned for analysis.